Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned with severe explant damage, analyzed and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high impedance, oversensing, and a suspected fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.